Manufacturer narrative:
(B)(4).

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number (B)(4) for product code pah. Please see spreadsheet for the bimonthly submission due (B)(6) 2015. Submissions for product codes otn and otp can be found under manufacturer reports numbers 3005099803-2015-03126 and 3005099803-2015-03125.